Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an unk procedure. The vessel locator prematurely retracted. Hemostasis was achieved with manual compression. There was no reported pt injury.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.